Event description:
The reporter stated that the pump was extremely hot after inserting a new battery. The battery and battery cap were replaced but the pump reportedly remained hot and would not power up. The battery cap was secure and there was reported physical damage to the pump. There was no misuse of the product. There was no reported patient impact associated with this complaint.

Manufacturer narrative:
The pump was returned to animas. There was no damage found to the battery compartment. There was corrosion on the battery cap. The pump was powered on normally and exercised with no overheating or power issues duplicated. The pump electrical current draws were tested and found to be within specifications. There were no leaks found during leak testing and no moisture found inside the pump. The complaint about the pump and battery overheating could not be duplicated during evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.